Manufacturer narrative:
The device is expected to return for testing and investigation; it has not yet been received.

Event description:
The event involved a filter leak that occurred during an infusion of chemotherapy, taxol. The tubing was primed with saline. The leak occurred more than one hour after the infusion started. There was patient involvement, however, there was no reported harm.

Manufacturer narrative:
The reported filter leak was not confirmed by investigation. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review was completed for lot 925775h and no discrepancies or non-conformances were found that would have contributed to the reported complaint.